Event description:
It was reported that the plastic housing of the ilet pump case cracked, causing the case not to stay attached, and the user was unsure how the damage occurred. Investigation included internal review of the reported device component damage. Investigation of this case revealed a cracked external case housing consistent with physical damage to the accessory component, with no pump function, alarms, or clinical effects reported. No clinical symptoms associated with the event. Outcomes included replacement of the original case via standard shipping. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the case housing of unknown origin.